Event description:
Letter received reporting post-op rod breakage. In summary a patient was implanted with xpdm hardware t2-pelvis in (B)(6) 2009. In (B)(6) 2011, patient heard a pop. X-ray found fractured rod at l4-l5. Revised (B)(6) 2011 for hardware removal and re-instrumentation from t11-pelvis. Contact reported that they have notified the manufacturer, depuy spine and the FDA about this event.

Manufacturer narrative:
Device was not returned for evaluation. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.